Event description:
It was reported that the left ventricular lead exhibited an impedance of greater than 3000 ohms. The patient would be scheduled for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.